Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section a: patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review for a patient who was recently implanted with heartmate 3. The patient had multiple external power disconnect, which the patient did not know how that happened. It appeared that the log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the ac wall outlet or house power disruption. There was no interruption in pump support during these events. The log file captured a no external power event on (B)(6) 2025 due to simultaneous power lead disconnects while the patient was switching power sources. The power cable disconnects appear to be true due to the patient switching power sources frequently.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power while the controller connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 22oct2025. Two no external power alarms activated in the data reviewed, consistent with losses of ac power to the system while the system controller was connected to the mpu. The events resolved when power was restored to the mpu. The backup battery supported the system as intended during the losses of external power. The losses of external power did not prevent the controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the losses of ac power was unable to be determined through this investigation. The device history records were not able to be reviewed due to the serial number of the mpu being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Section 2 of the IFU entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook and the IFU, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.